Event description:
It was reported that customer experienced repeated cgm error 42 messages on pump while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided through pump reset, and when error continued, technical support arranged pump replacement under warranty, confirmed shipping address, instructed customer to use multiple daily injections as backup insulin therapy, and advised customer to place malfunctioning pump in storage mode and return it with prepaid label; customer was also instructed to re-enter pump settings and reconnect cgm on replacement pump and acknowledged all instructions.